Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The initial result from the meter was 4.8 inr. At 14:07 the result from the meter was 3.8 inr. Within 7 hours the laboratory result was 3.2 inr. The initial result of 4.8 inr alleged by the customer was not observed in the meter¿s patient result memory. The meter results were stated to be from different fingers. The customer's therapeutic range is 2.0 - 3.0 inr. The customer does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no prior changes in coumadin, no new medications, no illness, no changes in diet, and no signs of bleeding or bruising. Based on the laboratory results, the customer's coumadin dosage was decreased. There was no allegation of an adverse event. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.